Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use were observed on the sample. Visual analysis revealed that the distal line was severed around the middle of the extrusion. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The distal line outer diameter measured 2.47mm, which is within the specification limits of 2.39mm-2.49mm per the distal line extrusion product drawing. The distal line inner diameter measured 1.6764mm, which is within the specification limits of 1.65mm-1.75mm per the distal line extrusion product drawing. A manual tug test confirmed that all extension lines were secure within their respective luer hubs and the juncture hub. A device history record review was performed, and no relevant findings were found. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the distal line was severed around the middle of the extrusion. Examination of the damage revealed that the edges were smooth and uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). No evidence of stretching or a tensile force was observed within the extension line. A device history record review was performed, and no relevant findings were found. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "the catheter was flushed and inserted to the patient on september 24. When the user locked heparin on september 25, the extension line, fixed by the clamp, was found cut and leaked. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. The user observed the patient using a nail clipper and did not think that the catheter was cut because of its deficiency." There was no patient harm or injury. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported, "the catheter was flushed and inserted to the patient on september 24. When the user locked heparin on (B)(6). The extension line, fixed by the clamp, was found cut and leaked. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. The user observed the patient using a nail clipper and did not think that the catheter was cut because of its deficiency." There was no patient harm or injury. There was no medical intervention required. The patient's current condition is reported as "fine".